Event description:
It was reported that this right ventricular (rv) lead was an attempted lead. During the implant procedure, there were placement difficulties, then the physician pulled back the lead, and it was noted that the lead conductor became fractured. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.